Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the system displayed error code l3-021. Another device was changed to complete the or. No pt consequence reported.